Event description:
Reportable based on analysis received september 2005. During a rotational atherectomy procedure involving a calcified and 99% stenotic lesion in the rca coronary artery, the rotation stopped and a noise was heard. Another device was used to complete the procedure. No patient injuries or complications were reported.